Event description:
During follow- up the device could not be interrogated. Premature battery depletion is suspected. The device was explanted and replaced. The patient was in stable condition with no adverse consequences.

Manufacturer narrative:
The device was in bvvi mode when received most likely due to exposure to cold temp after explant. The device image showed the auto capture feature was enabled. When automatic settings are programmed, the device output would adjust itself to accommodate the patient¿s needs for pacing and would accelerated battery depletion. After replacing the battery, the pacer exhibited normal device characteristics - the telemetry, battery current, pacing output and the magnet response were normal. The telemetry was stable and normal throughout the entire test. The implant duration was 8.15 years, which exceeded device's 7.50 year projected longevity, and is considered normal battery depletion.